Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s sleep/wake button became unresponsive over several days, preventing the screen from turning on unless the device was placed on a charging pad; basic troubleshooting steps were completed without resolution, and a replacement was issued. Symptoms included no physiological effects and no blood glucose impact. Outcomes included no alerts or alarms, no injury, and no hospitalization. Investigation included customer troubleshooting and education with guidance to sync data, shut down the device before return, and reinitiate setup on the replacement. Investigation of this case revealed a device performance issue consistent with a hardware user-interface failure of the sleep/wake button, with the device otherwise charging and operating when placed on a charger. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the sleep/wake button assembly.